Event description:
Reportedly, the staples did not line even though knife cut through inferior mesenteric vein. Procedure converted to open to control hemorrhage. Changed staple reload and lined, it worked. Procedure: colorectal. Product will not be returned.